Manufacturer narrative:
The investigation determined that discordant positive total hcg ii (bhcg) results were obtained from two samples from one patient when processed using vitros immunodiagnostic products total b-hcg ii reagent lot 2590 on a vitros 5600 integrated system. The results were discordant when compared to negative urine tests from a non-vitros hcg combo quickvue test kit. The definitive assignable cause of the event was not able to be determined. There is no evidence to suggest that vitros bhcg lot 2590 or the vitros 5600 system contributed to the event. Historical vitros bhcg quality control results indicate that vitros bhcg lot 2590 in combination with the vitros 5600 system is performing as expected. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros bhcg reagent lot 2590. The customer contacted ortho to obtain heterophilic blocking tubes (hbt) to confirm the presence of heterophilic antibody as the cause of the discordant positive vitros bhcg results. The customer has not responded to several attempts by the ortho to obtain the results when using the provided hbt tubes. However, the customer has not contacted ortho for further assistance; therefore, the likely cause of the discordant positive bhcg results is due to the presence of a heterophilic antibody, although this could not be confirmed.

Event description:
A customer reported discordant positive total hcg ii (bhcg) results from two samples from one patient when processed using vitros immunodiagnostic products total b-hcg ii reagent on a vitros 5600 integrated system. The results were discordant when compared to negative urine tests from a non-vitros hcg combo quickvue test kit. Patient 1 sample s1 vitros bhcg positive result of 268 iu/l versus negative urine hcg combo quickvue test kit result. Patient 1 sample s2 vitros bhcg positive result of 129 iu/l versus negative urine hcg combo quickvue test kit result. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The vitros bhcg positive results were not reported outside of the laboratory. Ortho was not made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).